Manufacturer narrative:
(B)(4). The product has been investigated in the laboratory of the manufacturer with the following results: during tightness test a leakage between tube connection and blood inlet connector of the oxygenator was detected. The event report of complaint # (B)(4) was not describing this issue. Maquet cardiopulmonary (B)(4) is aware of similar complaints from this product. These similar products, showing a similar malfunction, have been tested and during a tightness test a leakage on tube connection was detected. Furthermore a visual inspection was performed. Thereby no deficiencies could be found. Afterwards the tube was removed from connector for further investigation. Thereby it was noticed that the tube was loose. Cable fixer was not fixed enough. This could be determined as a probable cause for the leakage. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process.

Event description:
Investigation results out of complaint (B)(4). The product has been investigated in the laboratory of the manufacturer with the following results: during tightness test a leakage between tube connection. And blood inlet connector of the oxygenator was detected. Ref.: # 703005598